Event description:
The patient reported that they were implanted with a pain pump on (B)(6) 2015 and the patient just went back to the healthcare provider (hcp) on wednesday (B)(6) 2015 where the hcp determined the patient had a spinal fluid leak. The hcp performed an x-ray with contrast and it does not show there was any leaking in the catheter but there was still a leak somewhere. The hcp did a blood patch on (B)(6) 2015 as well. The patient had been in bed since (B)(6) 2015 and was hoping the blood patch would work but it apparently hadn¿t. The patient¿s stomach and back are swelling again which started to swell on thursday (B)(6) 2015. The patient also woke up the morning of the report with a very, very dull headache, but it was not a severe headache. The hcp did increase the dose/concentration on (B)(6) 2015. On (B)(6) 2015, it was further reported that the healthcare provider would be performing a revision on (B)(6) 2015 of the patient¿s idds which would focus on the catheter and the dura. Diagnostics included a dye study. It was further reported that for 3-4 weeks following the patient¿s surgery, the patient had no adverse symptoms and started to see improvement in their pain as the patient¿s dose was increased at each visit. After approximately 3-4 weeks post op the patient noticed a lump forming on the incision on her back where the catheter was inserted and anchored (seroma). This continued and the patient then noticed her pump site was also starting to bulge. The hcp did a dye study which resulted in the discovery that the catheter was delivering fluid to the csf. However, the hcp did drain fluid from the pump site and had it sent for testing to see if it was csf or just serous fluid. These results were not back to him at the time the reporter met the patient. The hcp put the patient on minimum rate until the patient is scheduled to have a revision. The patient status at the time of the report was indicated as alive, no injury. The revision was performed on (B)(6) 2015. The physician replaced the pump segment near the anchor. Good csf was noted at the spinal segment and csf flow was verified through the catheter access port after connecting the pump segment. The catheter was disposed of by the facility and the reason of the csf leak is questionable. No noticeable leaks were noted in the catheter and the pump connector was damaged as he was taking it off the pump. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).